Event description:
On (B)(6) 2025, a patient underwent a port placement procedure involving the insertion of a dilator over a 0.035-inch guidewire using the powerport clearvue isp. During the procedure, it was reported that the dilator became caught on the skin, resulting in a partial lateral tear of the outer sheath. Additionally, the tip of the sheath bent over during use, the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6.5fr peel-apart sheath was return for sample evaluations. Gross, visual, microscopic visual and functional evaluations were performed. The peel-apart sheath and vessel dilator were noted to be slight bent. The peel-apart sheath and vessel dilator were locked in place on the t-handle. A complete circumferential break was noted on the distal portion of the sheath shaft. Bunching was also noted throughout the distal portion of the sheath shaft. The edges of break were noted to be jagged, and the surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture, deformation and identified material separation. However, the investigation is inconclusive for the reported device entrapment issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure involving the insertion of a dilator over a 0.035-inch guidewire using the powerport clearvue isp. During the procedure, it was reported that the dilator became caught on the skin, resulting in a partial lateral tear of the outer sheath. Additionally, the tip of the sheath bent over during use, the procedure was completed using another device. There was no reported patient injury.